Event description:
It was reported that the patient presented for in-clinic follow up. A device interrogation revealed failure to capture, and high pacing impedance exhibited by the right ventricular (rv) lead. No interventions were reported. The patient was in stable condition before, during and after the event.